Event description:
It was reported that sometime post a port placement via internal jugular vein, the catheter was allegedly broken near the vessel puncture site. It was further reported that the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations was performed. A complete circumferential break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 11.6cm in length. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be uneven and the surface was noted to be round and smooth in one region and granular in the other region. Therefore, the investigation is confirmed for the reported fracture, identified material separation, deformation and naturally worn issues. However, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via internal jugular vein, the catheter was allegedly found to be broken near the vessel puncture site upon fluoroscopy. It was further reported that the catheter allegedly leaked. There was no reported patient injury.